Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer no longer trusts the insulin pump and thinks that it may be over delivering insulin. Customer was currently in thailand and his father was back home in finland. Customer was unable to perform troubleshooting on the pump. Customer was advised to discontinue pump use as the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive delivery anomaly during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.